Manufacturer narrative:
(B)(4). D10: arcos con sz a hi 50mm trl item: 31-301310 lot: unknown. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported when trying to separate the 50 high offset from the stem the 3.5 hex broke in the trial body. The surgeon was able to spin it off using tools and implanted the component. It was confirmed that no further information could be provided.